Event description:
It was reported that during the implant procedure, the lead was dislodged five minutes after implantation and was unable to retract screw. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) upon visual inspection, it was noted that the lead had been stretched, the inner insulation of the lead was kinked/buckled, and the helix/lobe of the lead was distorted. The lead was damaged during the implant process.